Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that impedances and thresholds had been steadily rising on the right ventricular (rv) lead and were now high. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.